Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient was taken to the hospital. Evice evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Monitor (B)(4): 04/2014. Electrode belt (B)(4): 01/2011. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) female patient's nurse contacted zoll to report that the patient received a treatment on (B)(6) 2014. Review of the treatment revealed an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was reportedly conscious and making her bed during the event. The patient reportedly did not recall the shock but did not believe she lost consciousness. The patient service representative reported that the patient has difficulty pressing the response buttons and needs to use two hands. The patient reported that she is able to press the response buttons, but was not able to press them in time prior to the pulse delivery. The patient was taken to the hospital for evaluation.